Manufacturer narrative:
This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
Component code: g03001 alinity ci processing module, serial number (B)(6) service history found no contributing factors on or around the date of the complaint. A review of historical data revealed no trends, systemic issues, or related nonconformances. Trending review determined no adverse trend for the issue for the product. The alinity ci-series operations manual provides adequate labeling regarding host orders, operational precautions, specimen requirements, sample preparation and limitations of results interpretation. The alinity system operations manual also provides adequate instructions on the probable cause and corrective action when troubleshooting message codes. The alinity I toxo I igg avidity, list number 07p46 provides labeling regarding the assay procedure, which strongly recommends to use the automated assay panel for alinity I toxo igg avidity testing since this will ensure the correct selection of toxo assay testing steps and dilution protocols required for avidity determinations. In addition, provides adequate information regarding specimen preparation and limitations of the procedure. The alinity I toxo igg avidity troubleshooting guide provides adequate labeling regarding the rerunning of exceptions for the results screen exception tab. Do not rerun tests from the sample status screen or the results screen unreleased tab. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Based on the investigation no product deficiency was identified for the alinity ci system software v3.2.1.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party?: no. Patient information, patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false negative alinity I toxo igg avidity results on two patients. The results provided were: on (B)(6) 2021 sid (B)(6) toxo igg= 200.0 iu/ml (reactive) /1:10 dilution toxo igg= 1797.5 (reactive) /repeated toxo igg= 200.0 iu/ml /repeated 1:10 dilution toxo igg=1794.3 iu/ml, 1783.2 iu/ml / toxo avi= -401.6% avi (low avidity) / repeated toxo igg-r= 1783.2 iu/ml (reactive) / toxo avi =73.1 % avi (high avidity). On (B)(6) 2021 sid (B)(6). Toxo igg 200.0 iu/ml (reactive)/ 1:10 dilution toxo igg=643.7 iu/ml /repeated toxo igg= 200.0 iu/ml /repeated 1:10 dilution toxo igg=640.7 iu/ml (reactive) . On (B)(6) 2021toxo avi=-1209.3 % avi (low avidity) there was no reported impact to patient management.